Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were returned; unable to ship returned product to the manufacturer due to biohazard. Returned product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 04-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that one of the 31g syringes did not have the protective cap on the syringe and the needle was exposed. Customer stated that the cap was not in the box of syringes. At the time of the call the customer felt well and did not report any symptoms customer stated she was not stuck with the needle and no adverse event was reported with the use of the product. The package was not open or damaged when received by the customer. The customer has been using the product since (B)(6) 2025.